Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy and occlusion test. During visual inspection and testing of unit, noisy motor was noted during rewind test. Unit did not pass rewind test due to noisy motor and self test as it was interrupted by pump error 63. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review, multiple no delivery alarms were recorded on 04/28/2024 from 20:59:00 through 21:05:14, including on 05/02/2024 at 16:02:12 through 16:18:54. However, there were zero no delivery alarms during testing of unit. Unit was downloaded for a second time using thus software. During second download history review, pump error 63 was recorded on 05/02/2024 at 16:22:01. File number= 37 and line number= 367. Per software engineer log, pump error 63 was generated due to the rf chip initialization error. Isolate to electronic assembly. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage was noted on electronic assembly. Unit was also received with scratched case, label damage (peeling), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked and other motor defect. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. In addition, an unexpected pump error 63 during self test was noted, including a noisy motor during rewind. Per software engineer log, pump error 63 was due to the rf chip initialization error. Problem isolated to electronic assembly and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The event involved product(s) unk_reservoir, mmt-1780kl, unomedical. Troubleshooting was not performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. No product return is required for unk_reservoir. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.